Event description:
It was reported that (1) cdh29 was used during a low anterior resection procedure. It was reported by the rep that the surgeon fired cdh29 and heard an unusual clicking sound. The surgeon removed the instrument and checked donuts and the proximal donut was partially open. The lumen was over sewn and the case was completed successfully. There was no pt consequence.